Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm on the insulin pump. Customer reported an infusion set change resolved the issue. The customer was unable to complete troubleshooting at the time of the call. The customer stated the alarm did not occur during fill tubing. The customer's blood glucose was 429 mg/dl at the time of incident. Customer treated their high blood glucose with the insulin pump. The reservoir will be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.